Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient was missing stimulation treatment due to high impedances of >10000 ohms on electrodes 0, 1, and 5. The patient¿s missing stimulation treatment referred to pain they experienced ¿in the area of the sweet spot for these contacts due to no stimulation¿ in the area of contacts 0, 1, and 5. The patient experienced ¿pain in the area of the sweet spot for these contacts due to no stimulation¿ in the area of electrodes 0, 1, and 5. It was stated that a fracture was visible at the lead; ¿probably at the anchor placement.¿ the lead was replaced and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 977a260 lot#: (B)(6) serial#; implanted: on (B)(6) 201; explanted: on (B)(6) 2026; product type: lead, ubd: 15-feb-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.